Manufacturer narrative:
The mast roller pump was returned to livanova (B)(4) for further investigation. During the evaluation the reported failure could not be reproduced. The device was tested intensively without any malfunction. The serial readout analysis was able to confirm that at the event date the reported error message occurred. However, as the reported failure could not be reproduced or any device malfunction could be found livanova (B)(4) determined that no device malfunction was the root cause of the reported event.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. During the testing the reported failure could not be confirmed or reproduced. The device worked according the specification. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump displayed an error message during procedure. There was no report of patient injury.